Event description:
It was reported that the home patient (hp) had a high drain 101 alarm on the homechoice (hc) during use, while the hp was connected. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. It was reported that the hp had ended the previous therapy when being in the dwell cycle. Therefore, the hp started the new therapy having solution in the peritoneal cavity. The technical service representative (tsr) reviewed the hp's programing and noticed that the last fill volume (lfv) was set to zero and the hp drained 25ml. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.